Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead reportedly had a lead issue which depleted the battery rapidly. Boston scientific technical services (ts) referred the patient to the physician. No resolution reached as of the moment as there was no additional information received. To date, the lead remains in service. No adverse patient effects reported.